Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, a root cause could not be determined. Based on the problem description, the reported issue is a spike leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported that, during a massive transfusion protocol, the spike of a 3m¿ ranger¿ blood/fluid warming high flow set detached from the tubing on one inlet limb during a whipple procedure. The affected inlet limb was clamped, and the other inlet limb was used. After rapid infusion was no longer required, lactated ringer's solution was attached to the remaining inlet limb, and the tubing detached from the spike. At times, it was difficult to spike blood products or remove the spike due to a tight fit, potentially increasing twisting action at the tubing-to-spike connection. During pressurization, adjustments were required to ensure the tubing was not twisted. No injuries or medical interventions were reported.